Event description:
It was reported that the insulin pump alarmed an error witch was confirmed in the alarm history of the device. There were multiple error alarms present in the history of the insulin pump. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an error alarm during rewind due to encoder being out of phase. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip. (B)(4).